Event description:
Flushed venous port with 10 ml ns - moderate resistance met and obtained second 10 ml ns flush to flush catheter one more time... Upon flushing, heard "pop" and catheter sheared above clamp. Dates of use: 2009. Diagnosis or reason for use: acute renal failure.